Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad), the associated driveline cover, and the driveline extension cable with unknown lot number were not returned for evaluation. The reported driveline cover assembly error event could not be confirmed due to insufficient evidence. Log file analysis revealed two (2) vad disconnect alarms logged on (B)(6) 2020 at 13:36:57 and 13:47:10, indicating a physical disconnection of the driveline from the controller. Of note, it was reported that the driveline extension cable had not been removed after implant and was still connected to the controller. As per the instructions for use, the driveline extension cable should only be used during the pre-implant wet test. It should not be connected when the vad is running. As a result, the reported "vad stops" event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported driveline cover assembly error can be attributed to an error during initial setup of the system at the time of implant. The most likely root cause of the reported "vad stops" event may be attributed to a physical disconnection of the driveline from the controller. Additional products: d1: heartware ventricular assist system ¿driveline extension cable h6:method code(s): b17 h6:result code(s): c20 h6:conclusion code(s): d14 brand name: heartware ventricular assist system ¿ driveline cover h6:method code(s): b17 h6:result code(s): c20 h6:conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 8709sc catheter, implanted on: (B)(6) 2012. Additional products: heartware ventricular assist system ¿driveline extension cable, model #: 100 / catalog #: 100 / expiration date: unk / serial or lot#: unk, UDI # :(B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ driveline cover, model #: 11175 / catalog #: 1175 / expiration date: unk / serial or lot#: unk, UDI # :(B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the ventricular assist device (vad) patient was implanted, the driveline extension cable was kept in use and no driveline cover was placed. The patient was not stable enough to tolerate the removal of the driveline extension cable so it was left connected. After the multiple vad stops, it was decided to remove the driveline extension cable and to install the driveline cover. The vad and driveline cover remain in use, and driveline extension cable was removed from service. No patient complications have been reported as a result of this event.